Event description:
During routine check-up, it was noticed the catheter was broken and migrated to the lung. The detached catheter segment was successfully retrieved with a snare loop via a femoral approach.